Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer had no delivery alarms on the insulin pump today. Customer's blood glucose was 400 mg/dl and he treated with an injection. Caller stated that the customer has a back-up plan. Customer tried to treat with the pump and received a no delivery alarm. Customer changed the set and got another no delivery alarm. Customer changed the set again and received a 3rd no delivery alarm. Customer stated that the alarm just occurred and it occurred during manual prime. Customer stated that the alarm is recurring and the issue has not been resolved. Customer cleared the alarm as the alarm was active on the pump at the time of the call. Troubleshooting was performed and customer ran a manual prime. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump is working as designed. Caller stated that they went through 2 sets trying to fix the no delivery issues.